Event description:
Caller reported a minimum fill notification, which indicated an issue with loading the insulin cartridge. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer attempted to resolve the issue by reloading the same cartridge after cleaning the pneumatic tap area, but the problem persisted. Ultimately, the issue was resolved by loading a new cartridge, allowing the customer to resume insulin successfully.